Event description:
Dealer called in stating that the chair dips forward more than normal when coming down ramps and leans back more when going up them. No injuries reported.

Manufacturer narrative:
Background information: this wheelchair includes a suspension spring which is used to allow the user to navigate variable terrain while maintaining steering and drive control and consists of a cylinder with an internal fluid-pressure system. The spring can experience loss of pressure by failure of one or more internal seals that control pressurized fluid (leak) or through the failure of the spring pin in the unlocked position. Such a loss of pressure can result in the user experiencing forward pitching of the chair and/or veering to the side when decelerating. Although not reported here, the potentially severity of the matter could include the user being thrown from the chair which could lead to an injury. A positioning belt is a control which may limit slipping and/or sliding. Other controls currently being used are ansi / resna testing, owner's manual warnings, and maintenance checks. The potential failure mode and subsequent effect would be detected in time for adequate intervention if the user followed the proper maintenance checks outlined in the owner's manual. This risk has been mitigated to its lowest possible level, and removal of the spring may reduce drive control and lessen steering capabilities, which could create a greater risk to the user's safety. Quickie qm710 owner's manual, page 8: "although equipped with suspension, the performance can be substantially reduced on uneven surfaces and rough terrain." Discussion: although the wheelchair has not been evaluated in person, a probable root cause for the chair pitching forward and backwards more than normal could be due to a malfunction with the suspension spring activation pin. The quickie qm710 owner's manual notes that the suspension performance can be reduced on uneven surfaces, which could also be the cause of the pitching forward and backwards the patient has allegedly felt when going up and down ramps as mentioned. While the risk level is low, it has been determined through a failure analysis that should this be a malfunction with the spring and should the malfunction recur, it could possibly result in serious injury. Therefore, this incident meets the requirements for a reportable event. Conclusion: while there is no reported injury, due to previous filings related to what could be the same failure mode and the potential for serious injury, out of an abundance of caution, an MDR is being filed.